Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is noise in the image (no image) and color tone of the image is not proper a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. Image is blurry due to cause due to a scratch on cable unit, there is noise in the image (no image) and due to a failure in board unit, color tone of the image is not proper. There is noise in the image (no image) and color tone of the image is not proper due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited a blurry image, image noise, and improper color tone. The issue occurred during an unspecified procedure. There were no reports of patient harm.